Manufacturer narrative:
The system was examined and the reported event was confirmed (as the customer installed an external system incorrectly). The company representative completed installed the correct dovetail, and realigned the aberrometer. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customers installation of an external system, unrelated to the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported dovetail broken to another attachment. Additional information has been requested.